Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was intermittent button response due to corroded up arrow button keypad trace. No button error alarm noted. The insulin pump has cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address serial number label and stained end cap sticker.

Event description:
The customer reported keypad anomalies and button errors from the insulin pump. During troubleshooting the customer mentioned cracks on the device screen. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 270 mg/dl. No further information was provided.